Event description:
Insulin drip infusing via multi channel pump, rate entered at 2.5cc and checked by nurse prior to shift end, setting read 2.5cc. Setting confirmed at 2.5cc by oncoming nurse. Blood glucose done at bedside a short time later, showed hypoglycemia treated with dextrose, pt's blood glucose increased. Pump settings rechecked, found pump setting to be 25cc.